Event description:
MFR received a report from the dealer that the user alleges the crutches "fractured" and broke in two while turning the corner in an airplane aisle, subsequently breaking their ribs.